Event description:
It was reported that the patient had inappropriate shocks due to oversensing. Office testing found no noise in any sensing vector. The patient has an implanted pacemaker and technical services suspects the system is oversensing that device output. The doctor will consider some options. There were no additional adverse patient effects. The system remains implanted.